Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested.

Event description:
It was reported that during implantation the patient lost motors. The device was removed and replaced during the procedure. There was no permanent harm or injury to the patient. Surgeon did not feel it was an issue with implant but more patient specific.

Event description:
The patient was reported as doing well post-procedure.

Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. B5: the patient was reported as doing well post-procedure. 6a. If implanted, give date (dd-mmm-yyyy): (B)(6) 2020. G3: 25-aug-2021. H10: the device was implanted, thus device examination could not be performed. This is an intraoperative issue. Limited information was provided; notably, no radiographs, and no lab reports were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the paucity of information provided. The risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event. No further investigation can be performed. Based on the limited information provided, the device did not malfunction and it was not possible to determine the cause of the complaint.